Event description:
It has been reported to philips that the device's c-arm could not be moved. The system was in clinical use when the event occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a procedure which was delayed less than 20 mins as a result. The customer continued the procedure without the c-arm movement. No patient or user harm was reported. The philips field service engineer (fse) inspected the system onsite and confirmed that the frontal arm was noisy during the angulation and it could not be used. Review of the log files showed geometry errors related to motor assembly on multiple movements. The issue persisted after system restarts. The fse did system troubleshooting and found that the device's c-arm could not be moved. The actual cause of the issue was with the various motor drive units which behaved abnormally. The fse replaced both amc servo drive and geo I/o safeline box to fix the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.